Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention is planned to address the issue. Investigation was unable to determine which lead may be attributing to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8195850; common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8362599; common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8362599.

Manufacturer narrative:
Correction: section e - the customer information previously reported should have been dr. Jeffrey rowe at main line spine. Rather than dr. Jacob lee at national spine and pain center.

Event description:
Additional information was received that the patient's leads were explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.